Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they were not able to communicate with the recharger. The patient stated she hadn¿t charged or felt stimulation for about three months. The patient received a replacement programmer and started seeing the reposition antenna screen on saturday. The patient was directed to follow-up with their healthcare provider to address the possible overdischarge. Additional information was received from the consumer via manufacturer's representative regarding a patient. It was reported that the patient's recharger (insr). It was reported the rep was unable to read the neurostimulator (ins) with the 8840. It was reported the ins became overdischarged. No symptoms reported. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp) in a clinical study. It was reported that they were unable to recharge and it wouldn¿t restart. It was noted they were reprogrammed on 2019-08-08. Additional information was received from a healthcare professional (hcp). It was reported that the event was due to programming; the final programming date and time for most recent interrogation prior to the event was (B)(6) 2019. The battery was not charging, but was successfully recharged on 2019-aug-14. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp) in a clinical study. It was reported that the issue was resolved without sequelae as of 2019-08-14. It was later reported on 2019-09-06 that they were unable to interrogate on 2019-08-28 as the battery was discharged. Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that there was an over discharge due to an unrelated medical issue ¿ the patient stopped using the device after a foot surgery in (B)(6) 2018. It was noted that the manufacturer representative was able to recover the battery and clear a por, but the battery was rapidly charging quartiles within minutes and then depleting quickly. It was reviewed that this was normal post-overdischarge and that the patient would need to keep an eye on it for a few weeks until it leveled out. It was noted that the device was unable to be interrogated due to the battery being discharged and it was too dead to charge. No further complications were reported/anticipated.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the battery was discharged on (B)(6) 2018, (B)(6) 2019, and (B)(6) 2019. The patient was unable to recharge on (B)(6) 2019 and reprogramming was done on 2019-08-14 and 2019-09-12. The patient was re-educated on recharging on 2019-09-05 and 2019-12-16 and the event was noted to be due to the patient having physical difficulties with recharging. The event was resolved without sequelae as of (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.